Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred and the patient subsequently expired. A 3.0x23mm promus stent and a 2.5x23mm non-bsc stent were implanted at a bifurcation of the proximal left anterior descending (lcx) to the left main (lm). In (B)(6) 2012, emergency percutaneous coronary intervention (pci) was performed to treat a lesion located in the left circumflex (lcx). The physician attempted to place an unspecified ivus catheter, but was unable to cross the lesion. The "cell" was dilated with a non-bsc balloon. The physician attempted to place a 2.5x20mm promus element stent, but could not cross the lesion. The physician attempted direct stenting however, resistance was encountered at the branch of lcx. The physician thought that the promus element stent came into contact with the previously implanted promus stent. The promus element was eventually able to cross the lesion, however strong resistance was met. Therefore, the physician decided to remove the promus element stent. Upon removal, the edge of the promus element became stuck with the promus and dislodged. Approximately half of the promus element stent was floating in the left main, while the other side of the promus element remained stuck with the promus. The physician attempted to retrieve the stent with a snare, but was unsuccessful. Three non-bsc guide wires were unable to cross the lesion. The patient was scheduled to be sent for surgery at a different hospital. The patient presented with erratic blood pressure and an intra-aortic balloon pump (iabp) was placed, but the patient suffered cardiopulmonary arrest. They performed cardiac massage, and defibrillation. The patient was sent to the ICU, but expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred and the patient subsequently expired. A 3.0x23mm promus stent and a 2.5x23mm non-bsc stent were implanted at a bifurcation of the proximal left anterior descending (lcx) to the left main (lm). In (B)(6) 2012, emergency percutaneous coronary intervention (pci) was performed to treat a lesion located in the left circumflex (lcx). The physician attempted to place an unspecified ivus catheter, but was unable to cross the lesion. The "cell" was dilated with a non-bsc balloon. The physician attempted to place a 2.5x20mm promus element stent, but could not cross the lesion. The physician attempted direct stenting however, resistance was encountered at the branch of lcx. The physician thought that the promus element stent came into contact with the previously implanted promus stent. The promus element was eventually able to cross the lesion, however strong resistance was met. Therefore, the physician decided to remove the promus element stent. Upon removal, the edge of the promus element became stuck with the promus and dislodged. Approximately half of the promus element stent was floating in the left main, while the other side of the promus element remained stuck with the promus. The physician attempted to retrieve the stent with a snare, but was unsuccessful. Three non-bsc guide wires were unable to cross the lesion. The patient was scheduled to be sent for surgery at a different hospital. The patient presented with erratic blood pressure and an intra-aortic balloon pump (iabp) was placed, but the patient suffered cardiopulmonary arrest. They performed cardiac massage, and defibrillation. The patient was sent to the ICU, but expired. The cause of death is unknown.